Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted using a prostar xl device with a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the handle could not be pulled back to deploy the prostar xl needles. Another prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found the handle was in a locked position. The needles and sutures were returned in a pre-deployed position. There were no needle strike marks on the face of the barrel. These observations indicate the handle was not unlocked which would have prevented the needles from deploying. The reported failure to deploy the needles could not be confirmed as the needles were successfully deployed during returned device analysis. The reported failure to deploy the needles appears to be related to user technique such that the handle was not unlocked. It should be noted that the prostar xl instructions for use states to unlock the handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.